Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: a battery compartment crack was on left side of grip pad and above grip pad. Leak test failed due to battery compartment crack. A crack in the pump case near top right corner of display lens. A crack was found at top and bottom of display lens. The pump was opened and no moisture found. No moisture found in battery compartment. Moisture corrosion found on keypad.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cracked battery compartment. There was reportedly moisture and corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.